Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. It was noted that the patient had a history of atrial tachycardia, however, review of stored device memory noted no stored episodes and right atrial automatic threshold testing was noted to be appropriate. The cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.